Manufacturer narrative:
Lot #: unknown. Expiration date: unknown as device lot number was not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). Manufacturing date unknown as device lot number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery an intraocular lens (iol) got stuck in the cartridge and as the surgeon tried to push further, the haptic tore off and the cartridge tip cracked. Additional information was received and it was learnt that the lens was delivered into the patient's eye and then removed and replaced with a non-amo lens during the same surgical procedure. No incision enlargement performed and no patient injury reported. Visual acuity (va) pre-op os (ocular sinister/left eye): hand movement in front of the face - almost blind. Va post-op os: 0.03 centric. Delay in procedure was 15 minutes.

Manufacturer narrative:
The cartridge was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the lot number is unknown the manufacturing records cannot be reviewed labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.